Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint cannot be confirmed, which means the probable cause is also unknown. It was found that the downstream occlusion(dso) sensor and air detector failed testing. Both were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not infusing. There was unknown patient involvement. No patient harm/adverse event was reported.